Manufacturer narrative:
A returned product analysis indicated the ipg exhibitied normal device characteristics. Leads sc-2218-70 ((B)(4)) was cut. The damage to the devices was considered as an explant procedure damage and was not considered a failure. A review of the sterilization records of the explanted devices found them to be satisfactory.

Event description:
A report was received that the pt no longer wanted to be implanted and would be explanted. During the explant procedure, the physician discovered an infection at the ipg site. The scs system was explanted and the pt was prescribed antibiotics and was reportedly doing fine.

Event description:
A report was received that the patient no longer wanted to be implanted and would be explanted. During the explant procedure the physician discovered an infection at the ipg site. The scs system was explanted and the patient was prescribed antibiotics and was reportedly doing fine.